Manufacturer narrative:
The device had a cracked reservoir tube lip, minor scratches on display window, and cracked case near display window corners noted during visual inspection. Failed battery test alarm was noted. Problem isolated to battery tube. All buttons function properly. No damage to keypad traces were noted. J2 connector on lcd board was inspected and no unlocked connector was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had button error alarm, failed battery test alarm, and keypad anomaly. The blood glucose at the time of the incident was 357 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.